Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 1627487-2021-00657, 1627487-2021-00661. It was reported that the patient was experiencing ineffective therapy. In turn, a procedure occurred on (B)(6) 2021 and an additional lead was added to the system. Effective therapy was established after the procedure.